Event description:
After leaving the operating room in completion of atrial fibrillation ablation procedure, the patient presented with hypotension and tachycardia, but no loss of consciousness. A cardiac echography showed an effusion on the right side of the heart. A pericardial drainage was performed and 450cc of blood was removed from the pericardium, which resolved the issue. The patient was transferred to intensive care for monitoring and there were no consequences to the patient.

Manufacturer narrative:
Additional information g3, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The log files indicate that contact force was only reset outside the patient, according to the measured temperature at the time of each reset. A ¿check baseline¿ error was displayed during the majority of ablations. The ensite contact force module instructions for use (IFU) states ¿baseline operation should be checked regularly and if necessary reset to zero, especially under the following circumstances: after the first insertion of the catheter into the body; after reinsertion into the patient¿s body after retraction through a sheath; when the message ¿please check baseline¿ displays.¿ in addition, force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to the ¿check baseline¿ error, the accuracy of the measured forces during ablation cannot be determined. Due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown.